Manufacturer narrative:
(B)(4). Batch #m90k7e. The device was returned with the jaws misaligned and with the cable cut off. Upon inspection under magnification of the jaw it was noted that the retention pins that holds the jaws in position were bent. Due to the returned condition of the device, no functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) procedure, the surgeon said that the device malfunctioned. It would not open back up once the firing sequence was complete. A harmonic ace device was used to complete the procedure. There were no adverse consequences for the patient.